Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was admitted to the hospital for implant site infection and her generator was explanted. The manufacturer's device history records were reviewed for the patient's generator. Sterility of the generator prior to release was verified. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.